Event description:
The caller reported that the blood glucose device was unavailable for use due to error messages during a hyperglycemic event. The caller alleged that when the device finally produced a blood glucose reading, it was lower than expected. At 10:00am the customer experienced elevated blood glucose symptoms of dizziness and confusion. At this time the customer attempted to use the meter and it would not power on, the customer changed the batteries and the device turned on successfully. However, the customer attempted to test his blood glucose and received multiple e-4 and e-3 strip errors consecutively. Finally, at 10:30am the customer obtained a blood glucose result of 120 mg/dl, however the customer's wife questioned this low of a reading based on the customer's symptoms of hyperglycemia. The wife called the customer's home health nurse. The home health nurse tested the customer on her meter upon arrival and received a blood glucose result of 511 mg/dl. The timeframe between the readings of 120 mg/dl and 511 mg/dl was unknown. The wife then called for an ambulance. The paramedic's arrived within a few minutes and treated the customer with oxygen. The blood glucose result obtained by the paramedics was not provided. The customer was transported to the hospital and arrived at 12:30pm. At the hospital the customer received a reading of 493 mg/dl and he was admitted for hyperglycemia. The hospital treated the customer with a sliding scale humalog. At the time of the report the customer was still hospitalized, it is unknown when they will be discharged.